Event description:
It was reported that the patient was having difficulty charging the ipg and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure where in a new lead was added. The patient was doing well post-operatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.